Event description:
Complainant alleged that during resuscitation, the autopulse® platform turned off and stopped working. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that the platform worked ok when used on a mannequin. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.